Event description:
The following was reported to gore on april 9, 2025, from the aaa-1701 study database: on (B)(6) 2022, this 71-year-old age female patient underwent an endovascular procedure for an thoracoabdominal aortic aneurysm involving the visceral vessels. A tambe device was planned for this patient. The left renal artery was treated with one gore® viabahn® vbx balloon expandable endoprosthesis device. The patient was treated with multiple devices; all tambe system components were successfully tracked from the access site to the intended implantation site and released from delivery catheters successfully. On (B)(6) 2025, this patient was noted to have a left renal stent occlusion. This adverse event was noted to be related to the gore® viabahn® vbx balloon expandable endoprosthesis device. Treatment/reintervention was required for this event. The treatment included left renal artery thrombectomy, stent relining, and tissue plasmonigen activator (tpa) for total occlusion of the device. The patient was noted to be recovered as of (B)(6) 2025.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The gore® viabahn® vbx balloon expandable endoprosthesis instruction for use (IFU), section hazards and adverse events states, complications and adverse events can occur when using any endovascular device. These complications include but are not limited to thrombosis or occlusion. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.